Manufacturer narrative:
The complaint device is not available for a physical evaluation. It can be noted from the event that the drill bit tip was worn possibly contributing to the event. Other than this, a root cause for the reported failure cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email during a labral tear repair, the surgeon reported the gryphon anchor he was using was pulling out of the bone. He queried whether the drill bit had been changed in the set (consignment set) or whether the anchor size had been changed. Rep had been given no notification the anchor size or drill bit size had changed. On inspection of the drill bit it was the correct size but some wear appeared to be evident on the part of the drill bit shaft that is secured in the chuck. This could be from general wear and tear and potentially could be drilling a slightly wider hole. The drill bit has been discarded so is unavailable for return and no lot number was recorded. A second set of instruments were opened and used to complete the procedure. No ae to patient. No delay in case. Additional information received via email from the affiliate on 5-22-2017. Once the anchor was inserted it pulled out, it was not removed by the surgeon, it was loose. I believe a new hole was made and a new anchor was inserted, of the same size.